Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: access site bleeding maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency. Pump stop: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency. Purge leak: do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir. Clean the connector cable with 70% isopropyl alcohol.

Event description:
The user facility reported a 43-year-old female was implanted with an impella cp as a bridge to transplant. It was reported that the pump exhibited low purge pressure alarms with a high flow rate. It was discovered that the purge sidearm to be snapped in half between fluid reservoir and 0.2-micron filter. Blood was seen leaking from the purge sidearm, and a purge bypass was performed, staff reconnected the purge fluid and tissue plasminogen activator (tpa) was ran. The pump ran for around 12 more hours, but ultimately the flows were saturated, the pump stopped and was explanted.

Manufacturer narrative:
The investigation into the pump stop, the access site bleeding ¿ major and the purge leak ¿ pump issues has been completed since the initial report was submitted. The product was not returned for investigation. The cause of the pump stop issue was most likely leak from the broken sidearm due to excessive force, based on given clinical details. Purge leak allowed the blood to enter the purge line. The cause of the access site bleeding issue was most likely use related, as the sidearm was damaged, leading to blood leaking from it.